Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer usually experienced air bubbles on the second day of infusion set change. It was reported that air bubbles formed in reservoir and traveled to infusion set. It was reported that air bubbles ranged from champagne size to a full one inch. Customer's blood glucose was 405 mg/dl. Caller was educated on possible causes of air bubbles. It was reported that insulin was at room temperature and insulin pump was not rewound with reservoir in place. Infusion sets and reservoir would be replaced.